Event description:
The aortic vessel immediately below the orifice of the renal artery was angulated at approximately 90 degrees. The endovascular stent graft was being placed into a male patient. The aortic vessel immediately below the orifice of the renal artery could tolerable be straightened, though still with minor angulation. Angiography following the placement of the endovascular stent graft revealed the presence of a type I endoleak from the proximal neck. This was resolved by placing another manufacturer's stent. Final angiography verified the endoleak disappeared. Refer to 1820334-2007-00171 for additional information.

Manufacturer narrative:
Evaluation: key anatomical elements that may affect successful exclusion of the aneurysm include severe proximal neck angulation, short proximal aortic neck, an inverted funnel shape, and circumferential thrombus and/or calcium at the arterial implantation sites, specifically the proximal aortic neck and distal iliac artery interface. Irregular calcification and/or plaque may compromise the fixation and sealing of the implantation sites. Necks exhibiting these key anatomic elements may be more conducive to graft migration. The outcome of aaa repair utilizing an endovascular graft is dependent upon accurate pre-procedure measurements and knowledge of the patient's anatomy. Good angiography and CT imaging are paramount for accurate planning. Careful evaluation of the patient's anatomy from the distal thoracic aorta to the superficial femoral arteries should be made. No product was returned to assist in this investigation. An internal review indicated that the event was caused by user error in placement of the device due to placement in an anatomy outside of criteria.